Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Cardiac perforation/mechinical interaction with tissue: clinical reported that the left ventricle had a perforation after the impella insertion, and suspected that it was from the guidewire. Based on the additional information received on 19-jan-26 and 11-sep-2025, it could have been a potential combination of improper placement of guidewire being deep into ventricle in relevance to diseased ventricle which was susceptible to cause perforation. Also, it was confirmed that there was likely no product problem observed since no physical issue of device found from package removal and there was no resistance during placement or removal during procedure. The cause of the mechanical interaction with tissue (perforation event) is likely to be use related due to guidewire being deeply placed/positioned in relevance to diseased ventricle. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information was received and noted the following: per the physician, it was a normal implant of the impella without any resistance except the guidewire was very deep. Also, there was a possible disease for the ventricle to perforate this fast, but the physician could not tell what it was. The patient outcome was good. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Cardiac perforation/mechanical interaction with tissue: clinical reported that the left ventricle had a perforation after the impella insertion, and suspected that it was from the guidewire. The cause of the perforation was not determined due to insufficient clinical details and no product returned. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
D.4 the serial number is unknown and therefore the serial number portion was left out of the primary UDI number. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This file represents the guidewire refer to section h.10 for the related manufacturer device report number which represents the pump.

Event description:
The complainant reported that a patient had pericardial effusion. After the impella cp was inserted, extensive bloody pericardial effusion was found and the application of a pigtail catheter for relief of the pericardial effusion. Sustained stabilization was not successful. The patient required resuscitation. Removal of the impella cp, emergency thoracotomy in the cardiac catheter laboratory and surgical over suturing of a perforation of the left ventricle - most likely induced by the impella guide wire. Return of spontaneous circulation and slow stabilization of the patient under initially high-dose catecholamines and after massive blood transfusion and administration of multiple coagulation products. The patient is stable post explant.